Event description:
Customer states that they were doing a dialysis case and as soon as they put in the sheath dilator it was dripping blood. Once they put the catheter in it was still dripping blood. As they broke it blood started gushing all over the room and onto the nurse's face. Customer states that the valve just did not work at all. Patient reported as stable. No harm or injury. Failed sample was not returned. Evaluation of returned unopened sample form same lot is requested.